Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service center. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician reseated the solenoid manifold and tested the unit for 7 days to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator was auto-cycling and alarming "disc sense". Per communication with our vyaire medical authorized service center, it is unknown if there was any patient involvement associated with this reported issue.